Event description:
Philips received a complaint on the v60 ventilator indicating that there was a check vent: blower temperature high alarm. The device was reported to be in use at the time of the reported problem. No patient or user harm reported. The biomedical engineer (bme) retrieved the device from the clinical floor and checked the device's diagnostic report (drpt). The bme observed the blower temp high alarm. To troubleshoot, the bme cleaned the air inlet and cooling fan filter. Following the filter clean, the bme ran the device for several hours without issues, powered it down, and then ran it again the next day for the entire shift without the alarm being reproduced. The bme concluded that the filters needed to be cleaned, and returned the device to use on 09dec2025. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.